Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were made.